Event description:
It was reported that the insulin pump buttons were unresponsive during bolus. Troubleshooting was done. Customer's blood glucose was 90 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners and battery tube threads, as well as minor scratches on the lcd window.